Event description:
It was reported that a flogard infusion pump experienced an f-67 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An inspection identified an f-67 alarm. This alarm was caused by a damaged central processing unit (cpu) board. The cpu board was replaced to correct the malfunction. The pump passed all tests and was returned to the customer in working order.